Event description:
It was reported that during a percutaneous coronary intervention, an imaging catheter became stuck with a stent. The 90% stenosed and mildly calcified lesion was located in an average tortuous area of the proximal left anterior descending artery (lad). A guidewire and guidecatheter were used to access the lesion via femoral approach. After performing a thrombectomy, the target lesion was confirmed with an intravascular ultrasound (ivus). A stent was implanted and post-dilated with a balloon catheter in the lad proximal. The stent did not dilate completely; therefore, dilation was performed again. Ivus was performed again without any difficulties. Upon withdrawal of the imaging catheter, the catheter's guidewire exit port became stuck at the mid section of the stent. The physician then removed the imaging core by detaching the proximal sheath from the male/female luer connectors. A guidewire was inserted into the distal sheath assembly; therefore, allowing successful release from the stent. The pt was reported to be in good condition.

Manufacturer narrative:
A review of device history record was performed on the batch an no issues or discrepancies were found; the batch met all required specifications. No similar complaints were found in the same batch. The catheter was received in one piece. No kink was observed in the distal tip assembly. No fluids were found in the hub, telescope and distal tip assembly, during investigation it was observed that the guidewire exit port was lifted 0.5 mm long. The guidewire that was used during procedure was not returned. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, the product performed within specification. Although the device performed within specification, the complaint is confirmed based on the damage observed to the guidewire exit port. The guidewire exit port damage is indicative of the excessive manipulation in the attempt to free the device. Info obtained indicates that after post-dilation, the mid section of the stent was not fully dilated. According to the physician, "it seemed guidewire status was not parallel with catheter and stent strut was caught on guidewire exit port". It should be noted that this product is only marketed and distributed in another country. The atlantis sr pro2 directions for use (dfu) contain the following warnings: - inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advance across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the cause of this event is being classified as operational context. The MFR will continue to monitor complaint trends for this product.